Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from the united kingdom, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, resistance was felt upon the delivery system reaching the tip of the esheath+. The procedure continued and the valve was implanted. After removal of the devices, it was observed that the distal tip of the esheath+ was torn. There was no patient injury and the patient was noted to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Visual examination showed that the liner was fully expanded as designed. The distal tip was opened but torn, with all score lines present at the tip. Hdpe material stretching was noted at the torn location. Due to the nature of the complaint (sheath distal tip torn), no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated and revealed the distal tip opened but torn, and the liner appears expanded as designed. The complaints for sheath distal tip torn was confirmed based on the evaluation of the returned device and imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles (patient had moderate tortuosity) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.